Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to fluctuating impedance and noise. The lead was replaced successfully with a non-boston scientific lead. Outside of the revision, no adverse patient effects were reported.